Event description:
It was reported that the procedure was being performed on a male pt with no known allergies. The peripherally inserted central catheter (PICC) was placed into the pt's right arm. At which time, the pt complained of itchy hands & feet. The pt became hypotensive & short of breath. As a result, benadryl was given & the PICC was removed. The pt became normotensive once the PICC was removed. A bard PICC was then placed for the pt with no complications. There was no delay in treatment, no pt death & no pt complications. The pt outcome was fine. Additional information received on (B)(6) 2011 from the interventional radiology manager stated "the PICC was placed for antibiotic therapy for the pt had an infection post coronary artery bypass graft surgery. There was no insertion difficulties known and no known allergies. Their protocol for skin prep is with chloraprep & after the insertion they place a biopatch & tegaderm dressing. She did not know much information about the pt for they are in the department for a short timeframe just to have the PICC placed. She reminded me that the (B)(6) laws inhibits her from giving pt information even if she did know."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.